Event description:
A hospital reported, via a distributor that a quantity of 4 rt240 adult dual-heated evaqua breathing circuits failed the leak pressure test on the pb7200 ventilator during initial set-up of equipment. The hospital is of the opinion that the source of the leak stems from a breathing circuit connector at either the humidification chamber or ventilator end. These leaks were detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The subject rt240 breathing circuits are currently en route to fisher & paykel healthcare for examination. We will provide a follow-up report outlining details of our analysis following receipt of the complaint devices and completion of the investigation. We are unable to carry out a lot check on these devices as no lot information has been provided.